Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One phacoemulsification (phaco) tip was returned for evaluation for the report of the phacofragmentation not being able to be performed. A visual inspection of the phaco tip was performed and the tip was deemed conforming, except for the use of the phaco tip. Both bevel sides have a large amount of wear. A gouge is present on the left side of the bevel. Scratches are present around the front distal diameter region. The threads and back of the flange also have wear. A functional flow test was performed through the inside diameter to check for any obstructions. The phaco tip was deemed conforming with no obstructions. The complaint evaluation cannot confirm the phacofragmentation could not be performed due to the phaco tip. The phaco tip was manufactured to specification. The visual inspection indicates that phaco tip had seen use at least one time. The root cause cannot be determined as the phaco tip met specification. The most likely cause for not being able to perform phacofragmentation does not point to a problem with the phaco tip. No specific action with regard to this complaint was taken because the phaco tip was manufactured to specification. Phaco tips are 100% visually inspected by trained operators using magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phaco fragmentation could not be performed during a procedure. Customer mentioned that it is unknown whether product was clogging or oscillation did not work during this event. The surgery was completed after replacing the product with no patient harm. No issues with the hand piece.